Event description:
It was reported that the ventilator generated technical error codes indicating a power error and safety valve opened. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a power error and safety valve opened. The evaluation of the provided logs confirms the reported technical errors. Our field service engineer investigated the ventilator on site. The expiratory channel printed circuit board (pcb) was replaced and sent for further investigation. Simulated use testing in a ventilator of the returned expiratory channel pcb failed the pre-use check with internal leakage test, pressure transducer, safety valve test, flow transducer test and the patient circuit test. The ventilation stopped, technical error safety valve open, apnea, respiratory rate low, peep low and o2 concentration low were active. It was not possible to reproduce the reported power error but the reported technical error indicating safety valve open could be reproduced. Electrical measurements on the expiratory channel pc board showed that a capacitor and an inductor coil in the pull magnet supply circuit was shorted, which caused the safety valve to always be in open state. Replacing these two components resolved the issue. A failure in the pull magnet supply circuit can lead to stop of ventilation if the safety valve is not in its predetermined state. Appearance of this failure will be notified to the user by generated high priority alarms and a technical error code. If the fault is present, it will be detected during pre-use check. The conclusion in this matter is that the reported issue was caused by a shorted capacitor on the expiratory channel pc board, that is part of the safety valve function.

Event description:
Manufacturers ref: #(B)(4).